Event description:
A home patient's caregiver reported that while priming the cassette, the solution started pouring out. The caregiver said she checked the supplies and they were all fine and everything was clamped like it should be. All supplies were discarded and the next set of supplies were fine. Product information unknown. The patient has been performing therapy fine without further complications since this incident.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for overprime was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.